Event description:
It was reported that the procedure was to treat a non-calcified lesion in the right common femoral artery without tortuousity. The absolute pro was prepped correctly prior to use. During advancement through the guide catheter, resistance was noted and under angiography, the stent appeared to be partially deployed. The device was removed and a new same size absolute pro was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (sess) noted blood on the stent implant, on the shaft and on the handle, consistent with being advanced into a guiding catheter. There was no saline visible. The implant was stationary on the stent holder and was partially deployed 1 centimeter over the tip. There was no damage noted to the stent implant. There was no damage noted to the sess. The guiding catheter used during the procedure was not returned. A snap gauge was used to measure the outer diameters of the over the stent implant this met manufacturing criteria. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the ses or incorrect removal technique. In this case, it may be possible that the distal sheath of the absolute pro interacted with the guiding catheter during insertion, in such that the stent began to partially expand during advancement. The resistance noted is likely the result of the partially expanded stent interacting with the inner diameter of the guiding catheter. It was reported that the absolute pro was being used to treat the right common femoral artery. It should be noted that the absolute pro .035, domestic instruction for use (IFU) states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported complaint. During production all self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process. A conclusive cause for the premature deployment could not be determined. The reported resistance is likely due to interaction between the partially expanded stent and the inner diameter of the guiding catheter. A review of the lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot and there is no indication of a product quality deficiency.